Manufacturer narrative:
Visual inspection of the returned product found one haptic torn off and missing. There was evidence of clear surgical residue. Conclusions: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval.

Event description:
The reporter stated the surgeon attempted to insert an aq2003v silicone three piece lens, but one haptic tore off as the lens was advancing. There was no pt contact. Another same type lens was implanted. The surgeon used a cartridge that has not been approved for use with this lens.